Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had blood glucose of 140 mg/dl, because her insulin pump was not working correctly. Customer stated that the numbers was scrolling up without input from her and buttons did not respond. Nothing further was reported.

Manufacturer narrative:
All buttons function properly, however, moisture damage was found on keypad traces. No stuck buttons or ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.